Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.2735¿ x 0.2580¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during central processing, a permanent cautery hook instrument was broken. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip where the cable is located was completely broken. The housing was cracked. No report of broken or frayed cables visible at the instrument wrist. The instrument was not used in a case. The product has already been shipped back to isi for evaluation.